Event description:
A portion of the lead was returned in one piece. The returned portion of the lead measured 4.6 centimeters. A pair of setscrew marks were identified on the lead pin, indicating that at one point in time, a good mechanical and electrical connection was available. Other than the typical wear and explant related observations, no anomalies were identified on the returned lead portions.

Event description:
During a patient's prophylactic generator replacement surgery, high impedance was identified on a pre-operative system diagnostic tests. Normal impedance values had previously been identified with this generator. The surgeon decided to perform a full revision as a result. The explanted lead and generator were both returned to the manufacturer after explant. Both devices are currently undergoing analysis.

Event description:
The explanted generator was returned and had analysis completed. Analysis showed that the generator was able to accurately measure impedance values. Additionally, review of the generator's data showed the date the impedance increased and became high.